Event description:
Device 4 of 4. Reference MFR report #s: 1627487-2011-00703, 1627487-2011-00704 and 1627487-2011-00705. The pt rec'd an scs system for back pain including an ipg, four percutaneous leads (from two different lots) and a lead extension. It was reported that the pt's scs system was explanted due to allegations of ineffective stimulation.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead extension was returned incomplete. As such, no functional testing could be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.